Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A photo upon which this medwatch is based has been received, however, the photo evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested, and the following was obtained: foreign material was found attached/tied to the suture itself. The foreign matter was orange in color and looked like the silk tie suture. I do have a sample of the suture impacted. The device was shipped- I did not receive tracking.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2026 and suture was used. Prior to use on the patient, it was noted that the suture ties are coming packed with an orange string tied around them. There were no adverse patient consequences, additional information was requested.